Manufacturer narrative:
(B)(4). The documentation for this lot was reviewed and to date, no other complaints have been reported for this failure mode within this lot. Manufacturing documentation was reviewed and there were no deviations or non-conformance that would reasonably be expected to contribute to the reported failure mode. The returned device was visually inspected and evidence of severe resistance was found. The distal tip experienced severe stretching and compression as evidenced by its accordion shape. The separation between the proximal end of the scanner and distal end of the distal shaft is jagged with severe stretching and feathering and the expanded single lumen (esl) remained attached to both the scanner and distal shaft, breaking in the middle and indicating extreme force was applied. The distal tip had indentations in the tip, indicating an obstruction was encountered. Based on the complaint description and the device eval results, the distal end likely separated as the device was advanced and met resistance. It is reasonable the force of advancement caused the device to buckle and separate at the joint where the distal end joins the distal shaft. Device diameter measurements were appropriate and no evidence was found to indicate the device was not manufactured to specifications. The IFU provides instruction for instances of resistance: "protect the catheter tip from impact and excessive force." "Do not advance the guide wire against significant resistance. If binding occurs between the catheter and the guide wire while inside the pt, carefully remove both the wire and catheter and do not use." And "if resistance is encountered during pullback, remove the entire system (guide wire, ivus catheter, sheath/guide catheter) at the same time."

Event description:
While diagnosing an aaa in a renal impaired pt, a visions pv 8.2f ivus catheter was advanced over a 0.035 meier wire. The physician was working in an avanti 9f sheath in a heavily calcified external iliac artery. After using ivus to take measurements, the physician removed the device from the pt. After injecting more contrast, the physician decided to go up with the ivus again. As the physician inserted the catheter, the machine [s5] paused and lost image. The pim connection was rechecked and the image was recovered. When the catheter was advanced further, the machine [s5] paused again then the image was lost again. At this point, the physician discovered the tip had separated and was lost in the common iliac artery. The physician used a snare to successfully retrieve the tip without incident to the pt. The aaa stent graft was not placed and the procedure was aborted. No additional catheters were used. The pt is reported to be doing fine and hospitalization was not prolonged as a result of this event.